Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that there is a problem with the mysentry monitor. It is saying buttons not responding. The blood glucose was unknown. Troubleshooting was done. No further information provided.